Manufacturer narrative:
A photograph of the catheter was received. The investigation is limited because the device was not returned. However, the examination of the photograph indicated that the cause of the separation is most likely due to user error, in that the hole was not completely drilled. Burrs were left on the walls of the hole as evidence by what appears to be bone fragments on the inner diameter of the silicone catheter. The user informatin describes in detail the proper method for insertion.